Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing absence of no delivery alarm. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Insulin pump failed first high pressure test. There were no leaks or air bubbles. Customer changed set and performed second high pressure test; insulin pump passed second high pressure test. Customer was advised to monitor insulin pump.